Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported that the applicator needle of the abbott diabetes care (adc) device remained in the arm. The customer experienced pain at the sensor site. The customer was able to self-treat by removing the applicator needle from their arm. There was no report of death or permanent impairment associated with this event.